Event description:
It was reported on (B)(6) 2026 that the patient's infusion set cannula was bent, leading to insulin flow blockage event. Infusion set had been used for one day.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: colombia name: (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.